Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, while during use, foley catheter got naturally removed due to sterile water leakage. When checked the cuff, it was deflated.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. The first photo sample shows the overview of the foley catheter the second photo shows that the catheter balloon had ruptured. The third photo shows the inflation valve/cap. The fourth photo shows the product packaging with the product information. Visual inspection of the sample noted 1 three-way foley catheter with cut portion of the inlet tubing with balloon rupture (measuring 0.3980) on the return sample. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, while during use, foley catheter got naturally removed due to sterile water leakage. When checked the cuff, it was deflated.